Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that erroneous battery voltage measurements had occurred for the device and that the patient had systemic bacteremic sepsis. The device and leads was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that the outer insulation was melted and that there was blood in/on the helix mechanism. Apparent explant damage. (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that there was blood in/on the helix mechanism. (B)(4) the incorrect rtt (recommended replacement time) battery voltage measurements are the result of high internal battery resistance.